Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly ruptured. Reportedly, the health care professional (hcp) obtained patient access through the left groin in a contralateral approach to the distal superficial femoral artery (sfa). The hcp used a 6 french terumo introducer sheath with a 0.035 bentson guide wire. A 5x40 dorado pta balloon was used to pre-dilate the target lesion. The lutonix dcb was prepared and attached to a caliber indeflator to the catheters hub. It is unknown if negative pressure was drawn during advancement to the moderately calcified target lesion. The lutonix dcb was inflated to approximately three atmospheres when the balloon allegedly ruptured. Reportedly, the hcp removed the lutonix dcb from the patient without issues and no balloon remnants remained in the patient. Another lutonix dcb of the same size was used successfully to treat the target lesion. No adverse patient effects were reported..

Manufacturer narrative:
Analysis: the evaluation confirmed the reported event in which the balloon had ruptured. Visual analysis and utilization of scanning electro microscopy (sem) revealed abrasions on the surface with a jagged tangential tear in the balloon material. A review of the device history review did not identify any abnormalities in the manufacturing process of the drug coated balloon catheter which would have caused or contributed to the reported event. Conclusion: in reviewing the labeling supplied with this product, it was found that the instructions for use sufficiently address the potential factors. Balloon rupture is a known potential complication of a percutaneous transluminal angioplasty procedure and is listed as a potential adverse event in the instruction for use. The physician reporting the event indicated the patient's vessel was moderately calcified, which may have caused or contributed to the balloon rupture. However, based on available information, a definitive root cause could not be determined.

Manufacturer narrative:
Analysis. The original sample included in the event was returned for evaluation; however, the actual sample investigation was not complete at the time of this report. A review of the device history record (DHR) was completed, which indicates no issues were associated with the lots first level assemblies, material review reports, raw material testing, quality control inspections, and manufacturing process. When the results of the investigation are complete, a supplemental report will be provided to FDA. Conclusion: the actual sample is undergoing investigation which has not yet been completed. The DHR found nothing to indicate a manufacturing cause for this event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.